Event description:
Reportedly, the haptic broke during manipulation of the intraocular lens (iol) during placement. Removal and replacement of the intraocular lens (iol) was made during the procedure. In addition, it was stated that there was incision enlargement and a suture was used. No complications were reported.

Manufacturer narrative:
(B)(4).prior to release to market the intraocular lens met all manufacturing specifications.all pertinent information available to abbott medical optics has been submitted. (B)(4): placeholder.

Manufacturer narrative:
Evaluation of the returned intraocular lens (iol) revealed that the lens had one detached haptic and appeared to have evidence of blood and viscoelastic on the device. It was reported by the customer that the issue was due to user/handling error. The lens met all manufacturing specifications prior to release. All pertinent information available to abbott medical optics has been submitted. Placeholder.